Event description:
It was reported through a direct call from the customer to the emergency support program (esp) that assistance regarding the quality of the arterial waveform was required. The caller stated the arterial waveform had gone flat and revealed an ap of 200/200. They had tried troubleshooting by flushing the inner lumen multiple times. Esp personnel requested a screenshot which revealed appropriate waveforms and a map of 91. The customer reported the patient was on multiple vasopressors at that time (vasopressin and levophed). They also agreed that the waveforms looked much better at the time of call. Later they sent another screenshot of the iabp monitor, which revealed appropriate waveforms, however the map had decreased to 71. Esp personnel requested a picture of the most recent chest x-ray which revealed the distal marker was in between the fourth and fifth intercostal space. Esp personnel gave the standard getinge IFU recommendation that the radiopaque marker should be in between the second and third intercostal space, and recommended consulting the physician. No harm to the patient was reported.

Manufacturer narrative:
E1 - event site name: (B)(4) upon completion of the investigation into this event a follow up report will be submitted.